Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. This condition has the potential to cause an interruption of delivery. This condition was found in the general patient ward upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with defective display was confirmed but not reproduced. The cause of the reported condition was determined to be multiple lines on the display due to faulty main display. The main display was replaced to fix the reported condition.